Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the distal end of the gastrointestinal videoscope was burned and the air/water channel had white foreign materials. Based on the results of the investigation, the probable cause of the distal end of the gastrointestinal videoscope was burned was a high-energy treatment device was used without ensuring a sufficient distance from the tip. The root cause of the white foreign materials could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with the instructions for use (IFU). Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. The burned distal end is detectable and preventable by handling device in accordance with the following instructions for use (IFU): gif/cf/pcf-290 series operation manual [chapter 4 operation_4.3 using endotherapy accessories]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the distal end of the gastrointestinal videoscope was burned and the air/water channel had white foreign materials. There were no reports of patient involvement.